Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient experienced mesh erosion, urinary problems, bladder infections, kidney infections and pain. The mesh was removed on (B)(6) 2011. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.